Manufacturer narrative:
It was reported that when taking a left medial lateral oblique (lmlo) image, the paddle released the patient and then rotated without touching the machine. The c-arm rotated independently without touching the equipment. The gantry flagged with a vta error. The field engineer (fe) checked all fuses, connectors, and controller area network (can) bus connection behind the detector. The system was rebooted, and all switch assemblies were checked for proper operation to resolve the issue. No patient or user injury was reported. A review of the device history showed that the issue returned on august 1st, 2024. The fe was dispatched to the customer site and found a missing jumper wire on the vta control board. The fe replaced the missing wire to resolve the issue. On (B)(6) 2024, the customer reported additional vta errors. The fe went back to the customer site and identified an abrasion on the tomo brake wiring. The fe replaced the tomo brake and wiring harness to resolve the issue. The system was rebooted; therefore, no parts were returned for further investigation. Additionally, the tomo brake and wiring harness were not returned for further investigation. The tomo brake and wiring harness were 2,633 days old at the time of replacement. The parts were not returned for further investigation. A probable cause of the uncommanded motion is related to an issue with the tomo brake and wiring harness. Further investigation could not be performed as the parts were not returned. Due to the limited information provided and lack of part return, the root cause could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement. The complaint review identified the c-arm was original to the system therefore, the DHR was reviewed. There were no discrepancies noted that were related to potential causes for uncommanded motion. System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: may 9th, 2017. System installation date: (B)(6) 2017. Unique device identified (UDI): (B)(4).

Event description:
It was reported that on june 18, a patient had a mammography procedure and when the patient positioned, the paddle released, she went over to the gantry and the gantry c-arm rotated a little without touching the system and lost power with an error vta 29:14. A field engineer examined the device and checked all fuses, connectors, and can bus connections behind the detector. Rebooted the unit and checked all switch assemblies for proper operation. The system is functioning properly and meets all manufacturer specifications. No injury was reported.